Event description:
There was a defibrillator lead fracture causing a malfunction of the device. Patient admitted to ccu and a temporary pacemaker was placed to the right groin due to lead failure. The device, including the generator and leads, were removed in the operating room and given to (B)(6) from medtronic.